Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced hyperopic surprise following implant of the intraocular lens; therefore, there was a plan that lens would be explanted. Further follow up provided that the lens was explanted and replaced with the same model lens, a larger, 24.5 diopter lens. Patient's outcome following lens replacement was reported as clear. Visual acuity pre-op: 20/60; visual acuity post-op: 20/60-2; visual acuity post-replacement: 20/30-1. Prescriptions prescribed: besivance 3x/day for 1 week, lotemax gel 3x/day for 4 weeks, prolensa 1x/day for 4 weeks.